Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 0, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur, allowing continued use of the pump. Customer was advised to call back if any further malfunction codes appear, and they understood these instructions.